Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under biomet (B)(4) orthopaedics (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that during a hip procedure the cup end curved. The surgery was finished with another cup. Attempts to obtain additional information have been made; however, no more is available.